Event description:
Ous MDR - boston scientific received information that during a post operative follow up visit, this atrial lead displayed loss of capture at 5.0v, p wave 0.4mv. The device was reprogrammed to vvir and the patient is scheduled for a lead reposition procedure. No adverse patient effects were reported. When additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.